Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge assessed as unidentified (tear). As per the investigation procedure crease completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "completely deflated". This record is for the left side. Device has been explanted and replaced.

Event description:
Patient reported, left side "completely deflated". Healthcare professional reported, left side "leaking at the valve". Observed, during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "completely deflated". Device remains implanted.